Manufacturer narrative:
The device was received for evaluation. Visual inspection and functional testing performed included leak testing, clear passage test, and clamp function test. No issues noted during testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: the third hospital affiliated to (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the transfer set and titanium adapter. This occurred when new transfer set was being placed on the patient¿s titanium adapter. The transfer set would not screw onto the titanium adapter completely. The titanium adapter was not damaged and was still in use. The issue was resolved by connecting a different transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.